Event description:
It was reported that there was a burr on the synergy¿ ous mr 20x3.00mm stent. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut on the 8th row from the proximal end of the crimped stent was lifted upwards from the stent profile. Foreign material (fm) resembling white fibrous strands appear to have been caught on the lifted stent strut. It cannot be determined it the fm caused the stent strut to lift upwards out of its profile or if the fm got caught on the previously lifted stent strut. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).